Manufacturer narrative:
D3 - postal code: updated. D9 - date returned to MFR: 4/6/2026. H3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected and found no physical damage or other anomalies were observed. During the functional testing, a leak was observed from the y junction during the pressure ramp, at 1 psi. Upon further investigation, a channel was observed at the junction that is the cause for the leak. The complaint of leakage can be confirmed. The probable cause is solvent application error during assembly. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient stated that her gown sleeve felt wet. The IV tubing was traced up to the pump, which was infusing fluids and when the cadd tubing was slightly flexed, fluid was seen spurting from the tubing. The pump was stopped and the tubing was disconnected from the IV. The tubing was flushed with a saline syringe to clear remaining medication, then bagged and taken by the rn to show administration. The patient was awake and sitting in bed. No patient harm was reported.